Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed: the patient pressed go prior to connecting. The cause was use error. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the home choice (hc) during initial drain. The home patient (hp) stated that they started initial drain before they connected and then connected. The technical service representative (tsr) had the hp power cycle the hc to end therapy and advised the hp to start over with new supplies. The hp would start over with new supplies. The hc was operational. Per the call script, the hp was connected at the time of the alarm, the hp pressed go before connecting to the machine, the hp did not disconnect any time prior to the alarm, all of the bags were spiked and connected properly, there was no patient extension line used, there were no open clamps any unused supply lines, and there was not anything unusual noted about the supplies. Proper procedures were reviewed with the hp. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012. The rn was unaware of the home patient (hp) having the system error 2240 alarms. The hp is continuing therapy fine as far she knew. The rn stated that she will talk to the hp when she comes into clinic again. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information available.